Event description:
According to the reporter, prior to treatment with a machine, when the catheter was already implanted, while inspecting the disinfection of the catheter's arterial and venous ports, the attending nurse observed a crack at the arterial end/luer adapter. There was no leak. A tego was not utilized. The insertion site was not treated prior to product placement. No other defects/damages found on the product. They promptly notified the on-duty physician, and the machine was stopped. The on-call doctor informed the patient and family of the situation and contacted the superior doctor in the ward. The senior/superior physician instructed them to continue to board the machine and to proceed with the hemodialysis treatment as scheduled, and the hemodialysis treatment was completed. Post-initiation/after boarding, multiple rounds of inspections revealed no signs of bleeding or air leaks. The catheter was repaired. There was no blood loss as a result of the event, and no blood transfusion was required. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.